Manufacturer narrative:
The returned product and details of the complaint were evaluated to determine the root cause of the complaint. Upon opening the retuned product it was clear that the graft had seen a tremendous amount of longitudinal force as the advanta graft had separated completely. One section had actually collapsed due to the tension applied to the graft. The suture that was in place is believed to have been used to remove the separated graft from the patient. The area of breakage was examined and due to the stress applied it is difficult to determine if the graft may have been unintentionally nicked with a scalpel or other sharp object. The details within the response to the questions sent to the institution mention that the graft broke when the physician pulled on the graft using forceps. The instructions for use state: "clamping of the graft should be avoided whenever possible and limited to clamps shod with soft material.¿. Based on the review of the physical device, the complaint details and device history records atrium medical corporation cannot conclude that the advanta graft used in the case was defective. Based on the investigation it is likely that the graft broke due to the amount of force applied to the graft in combination with the forceps used during the case as the forceps could have damaged the material. Clinical evaluation: an av graft is a looped, plastic tube that connects an artery to a vein. It is commonly used if the patient¿s veins are too small for an av fistula or if the patient¿s veins are blocked. Grafts can usually be used for dialysis within two to six weeks. Advanta vxt vascular grafts are intended for use in arterial vascular reconstruction, segmental bypass, and for arteriovenous vascular access. The instructions for use (IFU) advanta vxt and flixene grafts should only be cut and trimmed with sharp surgical instruments to avoid reinforcement layer disruption.

Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
During arteriovenous graft surgery, graft was torn.